Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received six shocks for an episode in the ventricular fibrillation (vf) zone that was initially withheld by wavelet criteria due to heart rate time out parameters. The device remains in use. No further patient complications have been reported as a result of this event.